Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, new medication orders appeared as ¿non-formulary" and items cannot be removed. The customer stated there was no delay to the patient's workflow. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the formulary synchronization failure between the server and pyxis stations. The technical support specialist restarted the data synchronization service, verified medication approval, and guided the customer to unload, delete, re-approve, and reload the medication correctly. The system functioned as intended after the technical support specialist troubleshot the device.